Event description:
Bluetooth in patient's gallant device was not working and only allowed wand. I needed bluetooth access in order to set patient's new phone up for remote monitoring. Called tech services who guided me to a password-protected maintenance window that allowed me to turn bluetooth (ble) back on.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.